Manufacturer narrative:
Investigation conclusion: the customer reported that six point of care unit (pcu) front cases with keypads needed to be replaced for unresponsive keypads. Testing performed on the returned keypads found 3 keypads testing good with no faults identified, and the ac indicator light did not illuminate on the keypad after plugging in the power cord and the system on key on the keypad was not functioning as intended on the remaining 3 keypads. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external inspection was performed on the printec (qty 6 p/n tc10012515) keypads date code 19/06 (jun 2019). The keypads were observed to be in good condition with no irregularities observed. During internal inspection, all 6 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that six point of care unit (pcu) front cases with keypads needed to be replaced for unresponsive keypads.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that six point of care unit (pcu) front cases with keypads needed to be replaced for unresponsive keypads.